Event description:
It is reported that the patient came in with a broken 3.5 proximal tibial locking plate due to a non-union, and was revised.

Manufacturer narrative:
Evaluation summary: no product was returned for further evaluation (i.e. Sem) to determine mode of failure, and no lot number was provided to pull up the manufacturing records of the plate. It was reported in the complaint information that there was non-union, possibly taking place if the bone was not properly reduced during surgery, or if the patient was noncompliant or had poor bone quality. Based on information provided in the complaint packet, and no product returned, a likely root cause of the plate breaking cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.